Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed unspecified oversensing and competitive atrial pacing (cap) resulting in inappropriate automatic mode switch (ams) on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.